Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump half of ring broken. Customer stated that the infusion piece connects to the insulin pump, plastic piece was broken reservoir lid area was exposed. Stopped in middle of rewind makes a ticking sound when give insulin and received no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.